Event description:
Note: patient letter attached in communication "knee spacer is slightly loose and physician stated the spacers come in two millimeter increments and he gave me a size close as possible given my anatomy but to repeat, mine is slightly loose and slips laterally, creating a lack of ability to even stand normally on leg, which causes favoring the leg unnaturally, giving chronic low back and hip discomfort, which is not horrible, but it is nagging.". Update 10-may-2018: as per opt report, right knee replacement was done on (B)(6) 2018. Patient had a manipulation done on (B)(6) 2018. *update 11 june 2018 qs: as per medical review, patient had a manipulation done on (B)(6) 2018 because of limited knee flexion to 90° with full extension. [...] Surgical error in choice of femoral component size between intended and bigger component actually implanted has contributed to a stiffness problem in the knee in an arthroplasty that in general is already at risk for scar tissue formation with resulting arthrofibrosis. Manipulation of the knee under anaesthesia improved knee functionality to normal although there is no recent information available about retention of adequate knee flexion in the longer term.

Manufacturer narrative:
An event regarding instability involving a triathlon insert was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product remains implanted. -medical records received and evaluation: a review of the provided medical information by a clinical consultant indicated: surgical error in choice of femoral component size between intended and bigger component actually implanted has contributed to a stiffness problem in the knee in an arthroplasty that in general is already at risk for scar tissue formation with resulting arthrofibrosis. Manipulation of the knee under anaesthesia improved knee functionality to normal although there is no recent information available about retention of adequate knee flexion in the longer term. No device-related factors are associated with any of the implanted devices. -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there has been no other similar events for the lot referenced. Conclusions: based on the medical review surgical error in choice of femoral component size between intended and bigger component actually implanted has contributed to a stiffness problem in the knee in an arthroplasty that in general is already at risk for scar tissue formation with resulting arthrofibrosis. Manipulation of the knee under anaesthesia improved knee functionality to normal although there is no recent information available about retention of adequate knee blexion in the longer term. No device-related factors are associated with any of the implanted devices. The exact cause of the instability could not be determined because insufficient information was provided. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
"My knee spacer is slightly loose and my physician, a man I like and trust as a quality surgeon, told me that the spacers come in two millimeter increments and he gave me a size close as possible given my anatomy but to repeat, mine is slightly loose and slips laterally, creating a lack of ability to even stand normally on my leg, which causes me to favor the leg unnaturally, giving me chronic low back and hip discomfort, which is not horrible, but it is nagging".